Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podjs). During the procedure, the physician felt resistance while advancing the podj within its introducer sheath and, consequently, the pusher assembly became kinked. The podj was therefore removed, and the procedure was completed using ruby coils. There was no report of an adverse effect to the patient.